Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the ostial right coronary artery (rca). After post dilatation with the 5.0x12mm nc trek balloon dilatation catheter (bdc) at 18 atmospheres, it was noted that the balloon would not deflate after several times of holding negative for a few minutes. It was attempted to remove the bdc and was pulled to the aorta, but the balloon was too large to remove without damaging another artery. Therefore, bdc had to be over dilated and ruptured in order to remove and pull it our from the guiding catheter as it was noted the balloon would not fit into the guiding catheter when inflated. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat the ostial right coronary artery (rca). After post dilatation with the 5.0x12mm nc trek balloon dilatation catheter (bdc) at 18 atmospheres, it was noted that the balloon would not deflate after several times of holding negative for a few minutes. It was attempted to remove the bdc and was pulled to the aorta, but the balloon was too large to remove without damaging another artery. Therefore, bdc had to be over dilated and ruptured in order to remove and pull it our from the guiding catheter as it was noted the balloon would not fit into the guiding catheter when inflated. There was no adverse patient sequela and no clinically significant delay reported in the procedure. Subsequently, after the initial was filed it was noted that after the second inflation the balloon was slow to deflate; however, it did not fully deflate. Therefore, the device was inflated for a third time and it was noted to completely failed to deflate. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported deflation issue and failure to deflate could not be confirmed. The reported entrapment of device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue and failure to deflate; however, the reported entrapment of device or device component and unexpected medical intervention appear to be related to circumstances of the procedure. Additional treatment was performed by over dilated and rupturing the device, in order to remove and pull it out from the guiding catheter. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: device code added 1149 deflation problem.